Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated calcium2 result on the alinity c processing module, serial number (B)(6), for one patient. The result was not reported. The patient was repeated on another analyzer with lower results. The following data was provided: initial calcium2 result = 17.1 repeat result = 8.8 reference range for calcium2 = 8.8-11.2 no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the cuvette dry tip. No additional discrepant result issues have been reported since the service activity was completed. List number 04s52-01 cuvette dry tip was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c module and the 04s52-01 cuvette dry tip did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c module (serial number (B)(6) or 04s52-01 cuvette dry tip was identified.

Event description:
The customer observed a falsely elevated calcium2 result on the alinity c processing module, serial number (B)(6), for one patient. The result was not reported. The patient was repeated on another analyzer with lower results. The following data was provided: initial calcium2 result = 17.1 repeat result = 8.8. Reference range for calcium2 = 8.8-11.2 no impact to patient management was reported.